Manufacturer narrative:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2, -13.50/+3.5/100 diopter, implantable collamer lens in the patient's right eye (od) on (B)(6) 2016. Excessive vault and pupil block with elevated iop was noticed. The lens was then repositioned. On (B)(6) 2016, the lens was explanted. The lens was exchanged for a shorter lens and the problem was resolved. Prior to lens exchange, bcva was decreased to 20/30 compared to baseline (20/20). (B)(4).

Manufacturer narrative:
This product is not marketed in the us. No serial number reported. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vticmo13.2, -13.50/+3.5/100 diopter, implantable collamer lens in the patient's right eye (od) on (B)(6) 2016. Excessive vault and pupil block with elevated iop was noticed. The lens was then repositioned. On (B)(6) 2016, the lens was explanted. The lens was exchanged for a shorter lens and the problem was resolved.